Event description:
In late 2007, a trapezoid rx lithotripter compatible basket was used during a biliary stone removal procedure in a female pt (weight unk). According to the complainant, during the procedure, the basket tip detached and it "rolled down to [the] duoden [um]." The physician was able to retrieve the tip and unsuccessfully complete the procedure with another device (product and MFR unk). At the conclusion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
The device has not been returned: therefore, a failure analysis is not available and the relationship between the device and the event is undetermined. A search of the complainant database revealed that no add'l complaints have been reported for the lot. The dec 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.